Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was loss of communication issue and transmitter was not blinking when connected to the sensor. Customer stated that transmitter light emitting diode did not blink on and off when disconnected from charger. No harm requiring medical intervention was reported. The device will not be returned for analysis.